Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet-insertion test was also performed and indicated that blockage was present in the lead lumen, approximately 798 mm from the terminal end, near the lead tip. Guidewire coating was observed in the area and was likely an agglomeration of blood/body fluid and possibly polymer from the lead/guidewire interaction (lead polymer and guidewire polymer).

Event description:
It was reported that this lead was an attempted implant. During the procedure the threshold remained too high. After repositioning the lead many times, it became damaged. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead was received for analysis.